Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, which successfully resolved the malfunction. The customer was informed to continue using the pump and to contact technical support if the malfunction recurs.